Event description:
Int'l affiliate reports the hosp was using the disposable perforator during neurosurgery. When accessing the sinus area of the brain, the device fell apart and the blade became stuck in the skull. Using orthopedic forceps, the perforator was successfully retrieved and the procedure went on without consequences to the pt.